Manufacturer narrative:
The reason for this revision was determined to be looseness as well as migration of the glenoid baseplate and the requirement of a revision surgery to correct the condition after 11.6 months of patient use. No information was reported with this complaint about any other patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is this first complaint against lot number 866c1600. There have been (B)(4) product complaints against this product. This is the (B)(4) complaint for device looseness against this part number but none have been the result of product issues. The root cause for this product complaint is attributed to looseness of the baseplate that migrated along with the glenoid. The event is not considered a product caused event. No other conditions relating to this event could be determined with confidence. Several factors unrelated to the implant can play a role in the implant becoming loose; such as loose joint from degenerative tissue and improper implant selection. There is no reported information that indicates a material, design, or manufacturing problem with this product.

Event description:
Revision surgery - due to the baseplate loosening and moving along with the glenosphere.